Manufacturer narrative:
(B)(4). The reported complaint of a communication error was confirmed in the device's event logs. A review of the customer's returned video and photo of the incident indicates that both pump modules were attached to the right side of the pcu during the incident and both modules were scrolling the communication error message. This suggests that the interface (iui) between the pcu and the adjacent pump module was likely the faulty connection. A close inspection of the iui connectors on the returned devices found the presence of green corrosion on many of the pins on the male iui connector of the pcu device. Additionally, a heavy contaminant and corrosion was present on the female iui connector of the adjacent pump module, which is believed to be the connection where the fault occurred. Testing on the system, however, was unable to replicate the channel disconnect events. The root cause of the channel disconnect events was not definitively determined, however, an intermittent connection at the iui interface due to contamination/corrosion is believed to have likely caused the event.

Event description:
Customer reported an issue that occurred during biomed testing of a pc unit. During "auto pump programming" the pc unit had 2 pump modules attached on the right, channel a and channel b. During the infusion, channel b alarmed and displayed a communication error. The pump module continued to infuse even though there was not any channel communication. Customer stated that channel a was idle and channel b was infusing at the time the communication error occurred. There was no pt involvement or medical intervention. No add'l event details were provided.